Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported fluid damage inside the front panel assembly. The fsr reported there is no response from the front panel assembly. At this time, the fsr is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the screen went blank during patient use. The customer reported the ventilator continued to ventilate. The customer reported the ventilator was removed and replaced with another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress within the assembly. The screen was unresponsive to touch. This issue will be internally investigated within carefusion.